Event description:
Customer in error took high dosage of insulin (50 units rather than 5 units). A freestyle reading was taken and a hi reading was observed. Customer was taken to hosp and a reading of 57 mg/dl was received with a lab instrument and an unk brand of meter. Time between readings was no more than 15 minutes. Testing was conducted on the forearm. IV and glucose were provided as treatment.